Manufacturer narrative:
Product complaint # (B)(4). It was received for analysis eight unopened samples of product code 1916, lot pb5571. The complaint sample was not returned for evaluation. During the visual inspection of eight samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. The manufacturing record evaluation was performed and identified a nonconformance,  which was raised to address the event reported. The necessary actions have been taken to address the issue.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure it was reported that the suture was easily broken. It was unknown how the procedure was completed. There were no adverse patient consequences reported.